Event description:
Boston scientific received information that this device battery may be prematurely depleting. The patient was last seen two months ago at which time a magnet rate of 90 bpm was present, now the magnet rate is at 65 bpm, which is beyond end of life indications. Boston scientific technical services (ts) was consulted and suggested change out as soon as possible. No adverse effects have been reported as patient mostly has their own intrinsic heart beat.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
New information became available that this device was explanted and successfully replaced.